Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the rear 1 therapy electrode. The root cause of the gel leak was excessive force. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash underneath the rear therapy electrodes. The rash was described as little spots and red skin. The patient also reported gel leaking from the left rear therapy electrode. The patient saw her physician, and the physician prescribed her an allergy cream. After the using the cream, the patient reported that the irritation was improving.